Event description:
It was reported that the customer had a high blood glucose level of 600 mg/dl. Customer's current blood glucose level is 147 mg/dl. Customer treated with the pump and a manual injection. Customer stated that about 8-10 months ago, she was hospitalized and she did not report it. Customer went to the emergency room and her blood glucose level was over 600 mg/dl. Customer was dropped off at the hospital by her daughter. Customer received some insulin and was sent home. Customer stated that the cannula was not bent. Customer was advised to change the set, reservoir, and insulin. Customer will be sent a tubing clamp. Customer had unexplained high blood glucose levels during assistance with changing the settings. Customer changed her blood glucose goal from 150 to 100 md/dl. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.